Manufacturer narrative:
This report is submitted on august 26, 2019.

Event description:
Per the clinic the patient experienced a dislodged magnet following an MRI (tesla unknown). The clinician did not follow the manufacturer's instructions for use of MRI. The magnet was placed back into correct position without surgical intervention. The implanted device remains.